Event description:
Reportedly, valve explanted due to endocarditis after 7 months implant duration. No valve to be returned for eval. No further info available.

Manufacturer narrative:
Device not returned.